Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that on an unspecified date they had experienced a blood glucose (bg) of 42 mg/dl with unsteadiness when standing and/or walking and confusion and/or disorientation. Reportedly, the patient had low bgs for 2-3 days with symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program and the basal history matched the active basal program settings. A review of the bolus history indicated that a 2.3unit bolus was delivered at 3:15am on (B)(6) 2014. The patient was unsure if she intentionally delivered that bolus or not. Further troubleshooting could not be completed at the time of the call. It was reported that there were changes made to the patient¿s basal rate in the insulin pump by her healthcare provider (hcp) about a month before calling animas. This complaint is being reported because the patient allegedly experienced hypoglycemia based on the alleged inaccurate delivery of insulin.